Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the system generated a fault on arm 1. Prior to contacting the intuitive surgical, inc. (Isi) technical support engineer (tse), the caller stated they recovered the fault, but could not take control of arm 1. The customer then rebooted the system and re-docked without issue. At the time of the call, the technical support engineer (tse) noted that the live logs were not available during the call and system is not yet setup with onsite; therefore, the tse was unable to confirm error/fault. Customer was continuing with the procedure and will call back after the procedure is completed to send the event logs. There was no report of patient injury. The procedure was converted to laparoscopic surgery as issue reoccurred after the site got off the phone with technical support and the surgeon was unable to take control of the arms. The laparoscopic procedure was completed with no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the fse notes, which indicated error 25521 was found in the logs multiple time on ssc2 mtml. The fse replaced the master tool manipulator (mtm) to resolve the errors issue. Following the service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate the customer reported complaint. The mtm2 was returned for failure analysis, and the reported failure (arm faulted) was able to be reproduced during calibration (via matlab). The following parts will be replaced as a fix: embedded serializer for master yaw (esmy) printed circuit assembly (pca), rotary joint secondary (rjs) pca, rotary joint primary (rjp) pca, embedded serializer for master handle (esmh) pca, embedded serializer for master base (esmb) pca, embedded serializer in master platform (esmp) pca, black and white flat flex cables (ffcs), slip ring assembly, slip ring board, and the main wire harness.